Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female underwent an unknown breast surgery with mentor smooth round moderate profile 425cc saline breast implant on the left side, and unknown saline device on the right side which the patient reported capsular contracture unknown baker grade after implantation. Patient declined to indicate which side has the issue. Therefore, mentor decided to conservatively report both sides. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.